Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient underwent an urgent 3-vessel coronary artery bypass in the third obtuse marginal (om3) branch to the right posterior descending artery (pda). The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient underwent an urgent 3-vessel coronary artery bypass in the third obtuse marginal (om3) branch to the right posterior descending artery (pda). The patient was discharged on aspirin and prasugrel.